Manufacturer narrative:
Device analysis: visual inspection of the complaint device confirmed that there were cracks in the drug and coolant port luers. The drug and coolant port luers leaked liquid during the leak test. The reported event of leaking was confirmed. Additionally, it was found that the device coolant and drug luers were cracked.

Event description:
It was reported that both ports of the ekos device were leaking. Two ekos endovascular devices, 106cm, 18 cm were selected for use in a bilateral ekos procedure to treat a case of pulmonary embolism. At some point after the ekos devices were placed, it was reported that both ports of both ekos devices were leaking. As a result of the malfunction, ekos therapy was discontinued. There were no reported patient complications. It was further reported that the leaks were observed while the patient was in the ICU. Ekos therapy was discontinued due to the device malfunction, as no replacement ekos device was available.

Event description:
It was reported that both ports of the ekos device were leaking. Two ekos endovascular devices, 106cm, 18 cm were selected for use in a bilateral ekos procedure to treat a case of pulmonary embolism. At some point after the ekos devices were placed, it was reported that both ports of both ekos devices were leaking. As a result of the malfunction, ekos therapy was discontinued. There were no reported patient complications. It was further reported that the leaks were observed while the patient was in the ICU. Ekos therapy was discontinued due to the device malfunction, as no replacement ekos device was available.

Event description:
It was reported that both ports of the ekos device were leaking. Two ekos endovascular devices, 106cm, 18 cm were selected for use in a bilateral ekos procedure to treat a case of pulmonary embolism. At some point after the ekos devices were placed, it was reported that both ports of both ekos devices were leaking. As a result of the malfunction, ekos therapy was discontinued. There were no reported patient complications.